Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had a co2 calibration problem. There is no indication of patient involvement.

Manufacturer narrative:
Additional information: - updated problem statement.

Event description:
It was reported to philips that the device had a co2 calibration problem. It was further specified that the co2 calibration was overdue. There is no indication of patient involvement.